Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that patient underwent an atrial fibrillation ablation and after the procedure, once the patient left the room, it was discovered that the patient had a cerebral infarction. No abnormalities observed prior to or during use of the product. Additional information was received which indicated that an asymptomatic cerebral infarction was confirmed on a routine postoperative magnetic resonance imaging (MRI) examination after the procedure. It was considered the event occurred during pulmonary vein isolation (pvi) with the varipulse. After the procedure, the patient's condition was good. The patient has been discharged from the hospital without extended hospitalization. No additional intervention was performed for the asymptomatic cerebral infarction. The physician determined that no further follow-up was necessary due to the asymptomatic cerebral infarction being in a small area as seen on the MRI findings. The patient fully recovered. Medical history includes hypertension and hyperlipidemia. The procedure was to treat a drug-resistant symptomatic paroxysmal atrial fibrillation. During the procedure, no ablation stacking was conducted with the varipulse catheter. After confirming that the activated clotting time (act) was extended to 350 seconds over, the varipulse was inserted into the patient¿s body. As part of the sheath management, heparinized saline trays were used when inserting the varipulse into abroadflex sheath (kaneka). A total of thirty-five (35) ablations (101 applications) were performed. The number of catheter exchanges was three. This was due to identifying the gaps through octaray mapping and performing additional ablation. No char or clotting was observed on the catheter. No radiofrequency (rf) ablations were performed. There were no excessive intracardiac microbubbles observed nor excessive impedance errors. The physician's commented that in their hospital, asymptomatic cerebral infarctions have been confirmed not only with varipulse but also with other companies' pfa systems (farapulse, pulseselect), and the physician believe this is not a problem specific to varipulse. The physician¿s opinion on the cause of this adverse event was procedure related. Considering that the patient has no history of cerebral infarction, the physician has a few experiences with this procedure, and the number of ablations got increased. One transseptal puncture site was performed during the procedure. No pain reported. The physician took MRI image proactively after the procedure and found the lesion, but there were no symptoms on the patient. The information indicated silent stroke.

Manufacturer narrative:
It was reported that patient underwent an atrial fibrillation ablation and after the procedure, once the patient left the room, it was discovered that the patient had a cerebral infarction. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31530689l and no internal actions related to the complaint were found during the review. It was confirmed that a total of 35 pulsed field ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or transient ischemic attack (tia). In 90% of the cases of stroke or tia reported to biosense webster inc. World-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. Internal actions are being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).